Event description:
Caller reported an occlusion alarm causing the customer's blood glucose to display as "high." Specific blood glucose values were not provided. To address the high blood glucose, the customer administered a correction bolus using the pump and did not require third-party assistance. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy. No frequent or recurring occlusion issues were reported, and cts closed the case upon resolution.